Event description:
Facility reported that during an unknown surgery a saw blade was stuck in a sagittal saw attachment. Spare device was used to complete the surgery. Surgery was completed successfully without any medical intervention and no reported injuries to the patient. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months was reviewed. No service history review can be performed. The item has not been sent in for service. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an unknown saw blade. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.